Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported scanner position was different to required position during surgery in the unknown eye.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The most recent onsite visit from field service engineer, system meets specification as per service installation record. During technical onsite visit the field service engineer replaced scanner and performed system verification as per service installation record. Exacted event date was not provided, but the logfiles from twenty september twenty-twenty three shows a related message during treatment preparation, laser was not fired yet. The following message was appeared scanner high error during beam dump positioning. Afterwards, the treatment was automatically cancelled by the system. After that the device was restarted and the user tried to perform energy check several times, but the same message appeared again, during energy check. The service engineer was also logged on to the device at times that day. The reported issue occurred during user login. No patient harm was caused, as the reported issue happened during treatment preparation, laser was not fired yet. Without sample no deeper root cause analysis is possible. Root cause could not be determined conclusively. Most possible root cause could be a faulty scanner. The manufacturer internal reference number is: (B)(4).